Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed. H6. Medical device problem code 1494 - off-label use: diabetes mellitus secondary to pancreatectomy h6. Component code 4755 - no malfunction occurred with device. User error - meal announcement misuse.

Event description:
On (B)(6) 2025 the caregiver reported that on (B)(6) 2025 the user experienced hypoglycemia with blood glucose (bg) of 39 mg/dl following a dinner meal announcement. The user was transported to the hospital by ems where the user was treated with intravenous therapy and discharged on (B)(6) 2025. No long-term health effects were reported.